Event description:
According to the available information, the patient reports that the pump sits out in the front of the scrotum, not lower and to the back. This causes some discomfort during sex as it feels like the pump crushes the testicles. During the healing process the patient was instructed to continue to pull the pump to keep it lower and did as much as he could without causing discomfort. Another issue is that on the left side of the penis, the tubes from the reservoir down to the pump protrude out and are causing discomfort. This seems to be getting more defined as time goes on. The patient is also experiencing some discomfort with sex which the doctor advised is sometimes normal and would improve with time. There has been no reported improvement in the discomfort. Additionally, during the deflation process, it reportedly feels like there is some sort of vein like object stuck to the pump in the location of the button making it difficult to deflate. The patient has tried several times to adjust this object without success.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: date is unknown.